Event description:
A customer reported, experiencing a skin reaction with wear of the freestyle libre 2 sensor. With symptom of irritation. The customer had contact with his healthcare provider, who prescribed an unspecified spray for treatment. The customer could not provide name of spray, as he is blind. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. And a valid serial number has not been provided. Extended investigation has been performed for the reported complaint. And there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed. And demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed, that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint. And fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed. And a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a skin reaction with wear of the freestyle libre 2 sensor, with symptom of irritation. The customer had contact with his healthcare provider, who prescribed an unspecified spray for treatment. The customer could not provide name of spray as he is blind. There was no report of death or permanent injury associated with this event.